Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 15-jan-2026 in the formatted history file. Two no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 at 08:49:03.000 and 22:43:13.000 during bolus deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump programmed with multiple bolus deliveries and all delivered or registered properly in the pump history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.0 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case and cracked select and down button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. Customer alleged not confirmed for was not receiving insulin (delivery anomaly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was not receiving insulin for certain period of time considering that the pump is malfunctioned. The customer reported blood glucose value of 120 mg/dl. The customer was treated with glucose tablet, piece of bread with cheese and milk. The event involved products mmt-1884, unk_sensor, unomedical and mmt-332a. Troubleshooting was partially performed and declined by customer for low blood glucose. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.